Manufacturer narrative:
Concomitant medical products: product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2009, product type lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2009, product type lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A consumer implanted for failed back surgery syndrome reported 1.5-2 years ago the wires moved so there was stimulation in the wrong location. Reprogramming was performed which resolved the issue.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.